Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the communication cable was damaged. The cable was replaced. The system then passed the system checkout and was found to be fully functional. The communication cable was returned to the manufacturer for analysis. Analysis found the cable jacket had separated at the lemo connector exposing the shield wire, but there were no bare conductors. There was an open at pin 2 in the usb cable. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem power/communication cable had frayed. There was no patient present.